Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back disorder ("my back and hip have been worse"), arthropathy ("my back and hip have been worse since then im now on disability"), abdominal distension ("looks 99 months pregnant"), female orgasmic disorder ("I dont squirt since removal"), depressed mood ("depressing"), menorrhagia ("heavy bleeding"), dysmenorrhoea ("bad cramps") and cyst ("cyst") and was found to have weight increased ("gained 70lbs") and uterine leiomyoma ("uterus loaded with fibroids"). The patient was treated with surgery (essure removal and back). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had not resolved and the back disorder, arthropathy, weight increased, abdominal distension and cyst outcome was unknown. The reporter considered abdominal distension, arthropathy, back disorder, cyst, depressed mood, dysmenorrhoea, female orgasmic disorder, menorrhagia, pelvic pain, uterine leiomyoma and weight increased to be related to essure. The reporter commented: I have had surgery on my back in 2014, my back and hip have been worse since then im now on disability. Removal was 12th feb . The following information was received from social media gained 70lbs, abdominal distension . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: new event "orgasm abnormal" and new reporter were added. On 23-mar-2020: new event: "depressed" and new reporter were added. On 23-mar-2020: new event "uterine leiomyoma" and reporter were added, the outcome of the event "pelvic pain" was amended. On 23-mar-2020: new events "menorrhagia", "dysmenorrhoea", reporter and essure removal date were added. On 23-mar-2020: no new medical information received. On 23-mar-2020: social media received: reporter added. Event added : cyst. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back disorder ("my back and hip have been worse"), arthropathy ("my back and hip have been worse since then im now on disability") and abdominal distension ("looks 99 months pregnant") and was found to have weight increased ("gained 70lbs"). The patient was treated with surgery (essure removal and back). Essure was removed. At the time of the report, the pelvic pain, back disorder, arthropathy, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthropathy, back disorder, pelvic pain and weight increased to be related to essure. The reporter commented: I have had surgery on my back in 2014, my back and hip have been worse since then im now on disability. Removal was 12th feb. The following information was received from social media gained 70lbs, abdominal distension. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new event abdominal distension added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back disorder ("my back and hip have been worse") and arthropathy ("my back and hip have been worse since then im now on disability") and was found to have weight increased ("gained 70lbs"). The patient was treated with surgery (essure removal and back). Essure was removed. At the time of the report, the pelvic pain, back disorder, arthropathy and weight increased outcome was unknown. The reporter considered arthropathy, back disorder, pelvic pain and weight increased to be related to essure. The reporter commented: I have had surgery on my back in 2014, my back and hip have been worse since then im now on disability. Removal was 12th feb the following information was received from social media gained 70lbs. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Case was upgraded to serious incident. Event added- gained 70lbs. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.